Event description:
The customer reported that the system had no image on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and directed them in troubleshooting and repairing a bent connector pin. The system operates as intended.